Event description:
It was reported that the pacer dependent patient presented to clinic due to fatigue. Ventricular oversensing was noted. Programming changes were made and further evaluation was recommended. Patient will be monitored with routine follow-ups.